Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures; the device was repaired by a third-party service provider and is back in use; a certain pcb was replaced in the device. Dräger concludes the following: a ventilator failure condition is not necessarily related to component malfunction - the supervisor function of the device may force a shutdown of automatic ventilation as a response to various conditions to protect the patient from potentially hazardous output. The device design allows manual ventilation via the built-in breathing bag including gas dosage when automatic ventilation is unavailable, the monitoring functions remain functional as well. The replaced pcb has sensor functions embedded, among these the pressure measument for the ventilator unit. Specific failure conditions of this board may trigger a safety shut down of the ventilator. However, due to lack of relevant details, dräger can neither confirm nor deny if the repair measure was appropriate - it cannot be excluded that a causal connection to the second instance of malfunction described in the ufr exists. Dräger cannot be held responsible for consequences that may result from third-party repairs - the risk mitigation measures embedded in the device design are effective for the product's useful life under consideration that preventive maintenance and repair is done according to the manufacturer's recommendations by authorized personnel.

Event description:
Dräger received an ufr in which the following was stated: "the anesthesia workstation suddenly malfunctioned and became unusable, necessitating immediate replacement with another anesthesia workstation." It was explicitly mentioned that the event did not lead to consequences for the patient. During the investigation, it turned out that the device exhibited a ventilator failure already on an earlier occasion in (B)(6) 2025; the exact date is not known. This report is being filed to reflect the first event.